Event description:
The pt received her two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported that the pt feels the supra-orbital (off-label) leads heat up when the stimulation is on. An sjm rep felt where they were and said it did not feel hot. Two of the pt's family members stated they thought it felt warm. As a result, the percutaneous leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.